Manufacturer narrative:
Per the tandem user guide - always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing. Multiple supply changes were performed to address the issue and insulin delivery was resumed. Reportedly, customer was not performing the air removal technique. Customer's blood glucose level ranged from 500 mg/dl to 565 mg/dl. Bg was addressed via manual injections. The customer was instructed to consult with healthcare provider regarding bg level.